Event description:
It was reported that the physician observed a fast rate of battery depletion from this implantable pacemaker and premature battery depletion was suspected. Boston scientific technical services was contacted, but the device data was not provided for review. Instructions were provided for downloading the device data. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.